Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). Reporter phone number unknown.the philips service engineer (se) inspected the device. The se replaced the power switch overlay and all test passed.

Event description:
It was reported that the ventilator had an light emitting diode (led) failed. There was no patient involvement. The event date was not specified; estimate used.